Event description:
During a diagnostic angiogram a spyglass 4f angiographic catheter tip detached and remained in the patient's left ventricle. Results of the angiogram revealed the patient had significant three vessel coronary disease with left main stenosis which required coronary artery bypass graft (CABG) surgery. The patient underwent a CABG the next day at which time the fractured section was removed from the left ventricle. The patient was reportedly recovering.